Manufacturer narrative:
Device not available for evaluation.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not cut. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.